Event description:
It was reported that foreign matter was found on the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "brownish red dots along tip of syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/26/2020. H.6. Investigation: one sample and one photo of a loose 1ml syringe was received and evaluated. It was observed there was multiple brown embedded foreign matter particles present in the collar of the syringe. The particles appeared to be degraded plastic with at least one particle large enough in size to be rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "brownish red dots along tip of syringe".